Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot#: n0037984, implanted: (B)(6) 2005, product type: lead, product ID 377760 lot#: n0037984, implanted: (B)(6) 2005, product type: lead. Other relevant device(s) are: product ID: 377760, serial/lot #: (B)(4), ubd: 15-jul-2009, UDI#: (B)(4); product ID: 377760, serial/lot #: (B)(4), ubd: 15-jul-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient was seen today to have his system activated after a battery replacement surgery. Upon interrogation the rep did an impedance check before getting started. The patient's lead show five electrodes on each lead that were not within normal limit (wnl). The rep chose to use electrodes that were wnl and programmed those before activation. After activation the patient stated that the stimulation felt great and was happy with the way it felt. The rep spoke to the physician about this and he agreed that no revision surgery was needed to be done to replace the leads as the patient was happy with their stimulation and outcome. No surgery scheduled at this time. No environmental issues were noted by the patient. No further complications were reported. No patient symptoms were reported.